Manufacturer narrative:
Additional information h6, h11. Correction h11. H11: the event history log was reviewed. At 19:36 a new order of heparin was programmed and at 19:37 the user received and acknowledge hard limit exceeded and soft limit exceeded alerts and still proceeded with the bolus dose. The pump was working as intended and the user stopped the infusion at 22:41. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was unable to reproduce the reported symptom. Evaluation sent device to flow lines for flow testing with the results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused heparin during delivery in the emergency room department. A bolus dose was started on "lda 20g to rac" (lines drains airways 20 gauge needle to the right antecubital vein) and the patient tolerated the medication well. Three hours after start of infusion the bag was found empty. Although the bag was empty, the pump was still on stating 139ml has been given with 111ml left over. There was no report of patient injury or medical intervention associated with this event. There was nothing unusual found during troubleshooting that would cause or contribute to the condition. No additional information is available.